Event description:
It was reported that the patient had fallen and the ipg would not work. On (B)(6) 2018 surgical intervention was done and the patient had the ipg explanted and replaced. Therapy was restored.